Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Additional information was requested, and the following was obtained: after investigation, the patient was a female with unknown specific age who underwent laparoscopic myomectomy under general anesthesia in (B)(6) on (B)(6) 2025. The operator used the suture (sxpp1a444) for suturing the fibroid wound in a continuous suturing manner during surgery. During the suturing, the same batch of suture broke for two consecutive times, and the needle tip broke on one suture (the specific length of the broken end of the needle was unknown). The operator immediately gave the patient intraoperative x-ray to search for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. The surgery time was prolonged for about 1 hour due to this event. The patient has been discharged smoothly currently. No subsequent adverse event report was received. The following information was requested but unavailable: were there any patient consequences? * did the prolonged surgery affect the procedure or the planned post-operative treatment of the patient? H3 investigation summary: the product was returned to ethicon for evaluation. One suture in several pieces outside the foil packet was received for analysis. The product code is sxpp1a444. During visual inspection of the returned sample, the ends of the suture pieces were noted to be cut probably caused by a surgical instrument. In addition, body fluids and crimping marks were found on the strands. The needle was not returned. The product code sxpp1a444 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2025 and a barbed suture was used. During the procedure, the suture broke. The operation delayed 60 minutes. There were no adverse patient consequences reported. Additional information was requested.